Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a torn tubing at pinch valve pv43. The fse replaced the torn tubing to resolve the leak. The fse also found and cleaned residual fluid from the internal part of the unit. The fse then replaced the tubing between the differential mixing chamber and the flow cell to resolve the latron issues. (B)(4).

Event description:
The customer reported approximately 5 ml of clear fluid leaked from the right side door of the coulter hmx hematology analyzer with autoloader. The customer indicated that the leak was contained within the instrument. The customer was troubleshooting for latron control results which were out of specifications when the leak was observed. The customer was wearing personal protective equipment consisting of a laboratory coat and personal eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.